Event description:
It was reported by remote transmission the right ventricular (rv) lead showed loss of capture on the electrograms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).